Manufacturer narrative:
Device evaluated by MFR: returned product consisted of the coyote es balloon catheter. There was blood in the inflation lumen and the balloon. The balloon was loosely folded. There were numerous kinks throughout the hypotube and shaft of the device. Microscopic examination of the balloon revealed a 23mm longitudinal tear in the balloon wall from the middle of the balloon to the distal end of the balloon. Microscopic examination presented no irregularities in the balloon material that could have contributed to the damage. There is no indication the device was inflated over rated burst pressure. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the severely calcified right superficial femoral artery (sfa). A 4mm x 40mm x 146cm coyote¿ es balloon catheter was advanced for dilation; however, upon the first inflation at 12 atmospheres for 60 seconds, the balloon ruptured. The device was completely removed from the patient's body and the procedure was completed with a different device. No patient complications were reported.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the severely calcified right superficial femoral artery (sfa). A 4mm x 40mm x 146cm coyote¿ es balloon catheter was advanced for dilation; however, upon the first inflation at 12 atmospheres for 60 seconds, the balloon ruptured. The device was completely removed from the patient's body and the procedure was completed with a different device. No patient complications were reported.